Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 160s and 118 mg/dl and the sensor glucose was 70s mg/dl. Insulin delivery was not suspended due to sensor values. The customer states did not receive a change sensor alert after a calibration not accepted. The sensor will be returned for analysis.